Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material: 309605, batch#: 4285461. Verbatim: rcc received a complaint via email. Email(s) attached. Liquid found between plunger ridges = 7 syringes. During visual inspection of batch #20250902-14ed9b, 7 syringes were found to have liquid droplets in the rubber plunger ridges. The syringes are available for return. Lot # 4285461, product#:309605.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Correction: following submission of initial MDR, the date of event was not correctly reported. Section e updated to reflect correct date of event 09/02/2025 evaluation: five samples and one photo of 10 ml luer-lok syringes were received for evaluation. The photo showed a single loose syringe filled with an unidentified clear fluid, and the reported defect could not be confirmed. All samples were received loose, filled with clear fluid, and labeled ¿phenylephrine hcl mcg / 10 ml.¿ due to contamination, the samples were not sent to the manufacturing plant; however, photos of each syringe were taken and shared with the plant, where the reported defect was not observed. A device history record (DHR) review for lot 4285461 confirmed that all visual inspections were performed as required, with one quality notification related to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.